Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
On (B)(6) 2016 this patient had her rtka done using a journey ll. On (B)(6) 2018 she was revised for pain because her medial condyle had collapsed. Her size 3 journey bcs femur was replaced with a sz 3 legion rev femur with a 16 x 160 stem, and a 15mm ps 3-4 legion poly with a journey ll poly.